Manufacturer narrative:
(B)(4). There is no risk to patient health. Excite f dsc is a dual curing adhesive and therefore usually in clinical situation where the restoration is somewhat opaque. In these cases a possible blue discoloration is not visible and does not affect the aesthetics of the restoration. This also applied in the endodontic indication. A blue discoloration can be noticeable in translucent restoration (e.g. Veneers) in the front of the mouth. However even here the aesthetics are only affected when the ceramic is very thin. An additional quality control monitoring has been introduced so that ever batch is checked using uv/visual analysis. The possibility of changing the monomer production process to avoid using the stabilizer is being investigated. It has been decided to undertake a field safety corrective action to remove batch r59595 from the market.

Event description:
The dentist found a blue discoloration of cement when using the product with variolink ii.